Manufacturer narrative:
The available information suggests that this device remains inservice. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services (ts) in (B)(6) 2016. The patient was presented to the clinic for a scheduled device check. The fcr was experiencing interrogation difficulties. Ts suggested the programmer should be powered down and then back on before attempting to interrogate the device again. The fcr contacted ts again and explained the programmer was rebooted; however, the sw update could not be successfully loaded. Ts was informed that the device had been last checked in (B)(6) 2016. The fcr and ts discussed the possibility of a wand connection issue and the possibility of poor telemetry. Ts suggested that the patient could be moved into another room before attempting to interrogate the device. Subsequently, ts was informed that device interrogation was successful while still in the same room. Ts was contacted again and the fcr reported that a review of the device¿s therapy history identified a stored episode that was recorded back in (B)(6) 2016. Ts reviewed the episode which showed a spontaneous ventricular tachycardia (vt) that was below the 210 bpm conditional zone rate cutoff at the onset of the standard report. The arrhythmia deteriorates to ventricular fibrillation (vf). The arrhythmia was successfully terminated following delivery of one shock therapy. There were four intervals marked with 'n' and the baseline appears slightly noisy. The patient could have been having seizure-like activity as a result of the spontaneous arrhythmia. Ts discussed that the physician may want to consider reprogramming the conditional zone lower depending on what is shown on the expanded report. The fcr felt that on the programmer screen, the rhythm was normal at the onset.